Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced components on the surgeon side console (ssc) due to hard fault errors 319. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The common compute controller (ccc) was analyzed and error 319 was detected, indicating a fault on the master supervisory controller (msc) and ssc systems. The high resolution stereo viewer (hrsv) was analyzed and error 319 occurred during startup. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a message stating system needs to be started appeared but the option to restart was grayed out. After a hard cycle the surgeon side console (ssc), the faults remained which made the system not useable. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there were no ports placed in the patient when the issue occurred. The case was moved to another room to start and complete.